Event description:
During an ischemic ventricular tachycardia procedure, it was reported the tip of the catheter between the transition and the shaft was disconnected during the procedure. The catheter was successfully withdrawn from the patient. The catheter was exchanged and the case was completed with no injury.

Manufacturer narrative:
(B)(4).